Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the lead met all specifications prior to distribution.

Event description:
On (B)(4) 2013 it was reported that the vns patient underwent a generator replacement surgery on (B)(6) 2013 because the patient fell on his side and received a scrape which turned into a scab and became erosion (reported on MFR. Report # 1644487-2013-00505); he had exposed the edge of the generator in his fall. "Lead discontinuity" was also stated as a reason for replacement. Good faith attempts for further information from the physician have been unsuccessful. The explanted generator was returned to the manufacturer for product analysis. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of manufacturing records confirmed the lead met all specifications prior to distribution.